Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated and had paint chips missing. - 8 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 8 previously reported events are included in this follow-up record. Product return status 1 device was received. 7 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated and had paint chips missing. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 1 device was received. 7 devices were not available for evaluation. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.